Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, moderately calcified mid right coronary artery (rca). The guide wire was inserted into the catheter and advanced just proximal to the lesion; however, resistance was felt during advancement. Resistance was felt during retraction of the guide wire from the patient; and upon removal it was noted that the tip of the guide wire had separated. An x-ray of the rca and the guiding catheter did not locate the guide wire tip in the patient anatomy or the catheter. A clinically significant delay in procedure was reported for the prolonged screening to try and locate the separated guide wire tip. The procedure was continued successfully using a new guide wire. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Determined to be a product problem/malfunction, not an adverse event/serious injury. Evaluation summary: analysis of the returned guide wire noted no blood or contrast visible. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for analysis. The core was separated, 35.5 cm distal to the distal end of the teflon coating. The separated portion including the tip ball was not returned. There were multiple bends in the core proximal to the separation which is likely the result of the core separation and/or due to manipulation during the procedure. There was a bend in the core 40 cm distal to the proximal end of the guide wire. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion was described as moderately calcified which could have contributed to the reported difficulty. Factors that may contribute to resistance during removal while in the lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. In this case, the lesion was described as moderately calcified which could have contributed to the reported difficulty. The outer diameter of the guide wire was measured with a laser micrometer and met manufacturing criteria. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. The reported guide wire separation was likely the result of the reported resistance with the lesion. Scanning electron microscopy analysis of the guide wire suggests that the core failure may be attributed to ductile overload at a bend. Corrosion pitting was found at and proximal to the fracture face. The core had a slightly twisted appearance and the fracture face revealed a woody texture. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A search of the lot history record indicated no nonconforming material records for the lot that could have contributed to this incident. Additionally, a query of the complaint handling database indicated no related incidents. Based on the evaluation, there is no indication of a product quality deficiency.